Event description:
It was reported that the patient was experiencing an unknown sensor issue. The patient's spouse reported that the patient¿s receiver did not alert. The receiver was displaying the ¿new sensor¿ screen. It was reported that the sensor most likely stopped working or failed but the patient cannot confirm what message they were given on the device. During the time, the patient was not receiving any cgm readings, the patient started having difficulty breathing and eventually lost consciousness. It is unclear how long the patient had been without cgm readings before she became symptomatic. The patient was not using a bg meter as a back-up during this time. The patient¿s spouse called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 656 mg/dl. Ems transported the patient to the hospital. At the hospital, the patient was treated with an IV insulin drip. The patient was discharged home after 8-9 days. At the time the report, the patient was still recovering. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.